Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm had been received when the customer had been disconnected from the pump. A pump system check was performed. The pump and infusion set tubing were found to be functioning as expected. As the customer was new to the pump and was on a saline trial, the customer's blood glucose level was not impacted.